Manufacturer narrative:
H4: the lot was manufactured between 08/27/2022 and 08/28/2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed a spike port bonding defect between the spike port tube and the spike port resulting in a leak. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked from the butterfly port. This occurred during sample receiving. There was no report of patient injury or medical intervention associated with this event. No additional information is available.